Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer sent e-mail stating the tampons were smaller than usual, and the fibers were breaking when the tampons were removed. No injury was reported.